Event description:
It was reported that no osseointegration was achieved in two sites into which pepgen p-15 bone grafting material and implants had been placed an unk amount of time earlier. As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial; it is not clear if the grafts were removed with the implants.

Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to dr and pt before the procedure is initiated and is dependent on many factors including the pt's age, sex, health, and social history, the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure), primary stability of the implant, and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resportion rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. From the info provided, it is not possible to determine if the implant or graft was the etiology of failure, though it does not appear that the grafting material malfunctioned. The implant losses will be reported via asr. The device was not returned for eval and the lot number is not known for retained-product testing and/or DHR review.